Manufacturer narrative:
Additional product codes: jdp, hrs. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown surgical procedure on (B)(6) 2018, the interlocking bolt for 4.5mm variable angle locking compression plate (va-lcp) condylar insertion handle pulled off the plate. The jig was assembled and inserted per the surgical technique and the plate was fixed distally with wires and the aiming arm was attached. An incision was made for the proximal wire guide but as the sleeve and trocar were inserted, the jig and aiming arm came off the plate. Surgeon attempted to reconnect with the interlocking bolt appearing to grip each time but as the surgeon attempted to tighten the nut, the interlocking bolt would pull off the plate. Surgeon visually inspected both the plate and the interlocking bolt but could not see any obvious cause. Surgery was completed with a 10 minute delay using x-ray to guide the minimally invasive surgical (mis) incisions. Visual inspection of the interlocking bolt after the procedure revealed the threads are slightly worn. The plate remains implanted. This report is for one (1) interlocking bolt for 4.5mm va lcp condylar insertion handle. This is report 1 of 2 for (B)(4).

Event description:
Further it was reported that the operation was completed successfully using a normal drill guide with x-ray to guide minimally invasive surgical (mis) incisions or mis approach.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.